Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding their implantable neurostimulator (ins) for complex reg pain syndrome type ii. Information was reported that the patient had asked for information to be sent to their healthcare provider's (hcp) office because the patient needs to have the ins removed to have a MRI. The caller stated the ins hasn't worked for 6 years, no vibrations and it didn't work at all. The caller reported that 3-6 months after having the ins, the ins did not work or charge or help the patient and the patient stopped using the ins. No further complications were reported. No additional patient symptoms were reported.